Manufacturer narrative:
This is a supplemental report to provide additional information. As a result of component analysis for the evidence of the liquid adhesion, it was possible that water (saline, etc) was applied to the subject device accidentally for any reason by the user.

Manufacturer narrative:
The subject cv-290 was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc checked the exterior of the cv-290 and found that a lot of dust adhered to the ventilation grills, there was the dust on the connectors of the rear panel, the top cover was burnt around the power unit, and there was the evidence of the liquid adhesion on the bottom. Also, omsc checked the inside of the cv-290 and found that there was the evidence of the liquid adhesion and the burnt mark around the power unit of the cv-290. Furthermore the primary circuit of the power unit was burnt out and shorted, and there was the evidence of the liquid adhesion on the primary circuit of the power unit. Especially, the high-tension circuit of the primary circuit of the power unit burnt out most severely. The manufacturing record was reviewed and found no irregularities. The exact cause of the reported phenomenon cannot be conclusively determined, however it is considered that this phenomenon is attributed to the short of the primary circuit of the power unit due to the infiltration of some liquid into the cv-290. The evaluation is in progress at this time. If significant additional information is received, this report will be supplemented.

Event description:
Olympus was informed that during an inspection before the unspecified procedure, the subject cv-290 emitted fire from the ventilation grill. Then the user cycled the power of the cv-290, the cv-290 emitted black smoke from the ventilation grill with crackling sound. There was no report of the user¿s injury and the patient¿s injury regarding this event.